Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which led to pacing inhibition. No intervention was made.

Manufacturer narrative:
Further information requested but was not received.